Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709 lot# l82262 implanted: 2001-(B)(6) explanted: unk. (B)(4).

Event description:
In 2006, the patient experienced a granuloma. The reporter was told by the hcp that the patient could not have an MRI procedure for 3 years while the pump was implanted. In the meantime, the granuloma was "getting bigger and compressing his spinal cord". The patient had "all" the signs and symptoms: he could not walk anymore and lost bowel and bladder function. A CT scan was performed "but nothing was seen". The patient went to the ER after he was found on the floor. The hcp stated the patient had diarrhea. The patient was paralyzed from the granuloma. The patient underwent surgery to remove the mass and the drug was changed from morphine to dilaudid at the highest concentration possible without being at risk for developing an inflammatory mass. It was also noted the patient "broke his back when transferring from his bed to his wheelchair". Back surgery was performed (date not reported). A follow-up report will be sent if additional information becomes available.